Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
(B)(4): it was reported that the air detector was not working. Patient involvement is unknown.

Manufacturer narrative:
Other text: h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions (B)(6). H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with scratches and cracks on the lcd lens screen. The customer stated problem was duplicated. Air detector sensor was defective and inoperable so it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.